Event description:
It was reported that pump displayed malfunction 12 about once a week or less over the past few months, with at least six past occurrences and unclear dates due to incorrect pump time and date. There was no reported impact to the customer¿s blood glucose level. Customer had been resolving issue by resetting pump and planned to use a backup insulin pump and injections, while technical support arranged shipment of replacement pump with updated software, confirmed address and warranty, instructed customer to place old pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.